Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set needle didn't fully retract during use once the safety button was pressed. This occurred on 5 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "after blood collection, the butterfly needle didn't retract all the way in after the safety push button was pressed. This has a huge potential for needlestick injuries as phlebotomist may not notice the needle sticking out after the safety button has been engaged."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for retraction issue with the incident lot was observed. Additionally, evaluation of the customer samples was performed and retraction issue was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#891355. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set needle didn't fully retract during use once the safety button was pressed. This occurred on 5 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "after blood collection, the butterfly needle didn't retract all the way in after the safety push button was pressed. This has a huge potential for needlestick injuries as phlebotomist may not notice the needle sticking out after the safety button has been engaged."